Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Concomitant medical products: 1156t-75, lead, implanted: (B)(6) 2011. Additional products: heartware ventricular assist system ¿ battery, model #: 1650, catalog #: 1650, expiration date: 30-jun-2022, serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation?: no, mfg date: 14-jun-2021, labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with frank hematuria and grade four plus edema, and the ventricular assist device (vad) exhibited high power alarms. After routine log file review, it was also indicated that a battery exhibited a communication error. A thrombus was suspected in the pump. It was noted that the patient¿s anticoagulation was therapeutic, but the patient¿s lactate dehydrogenase (ldh) was elevated. The patient was treated with thrombolytic medication. The vad was subsequently exchanged and the battery was removed from service. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
### A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) has not been returned for evaluation. One battery was not returned for evaluation. The reported high-power event was confirmed via review of the available auto logs report which revealed an increase in power consumption and estimated flow starting on (B)(6) 2022 followed by a slight decrease and another increase on (B)(6) 2022 through (B)(6) 2022 to parameters above normal operating range. Additionally, thirty-two high watt alarms were logged since (B)(6) 2022. The available auto logs report also revealed one power disconnect alarm was logged involving (B)(6) on (B)(6) 2022 at 09:37:51. The observed power disconnect alarm may be related to the reported communication error; however, the cause of the power disconnect alarm could not be determined since raw log files were not available for analysis. The battery had been lubricated prior to release. As a result, the reported communication error event could not be confirmed. Possible root causes of the power disconnect alarm can be attributed, but not limited, to a communication error and/or a battery malfunction. Information received from the site indicated that the patient experienced frank hematuria, edema, elevated power consumption, increased lactate dehydrogenase (ldh), and suspected thrombus. The patient was treated with thrombolytic medication and the pump was exchanged. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, thrombus is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of thrombus events. Based on the available information and historical review of similar events, the most likely root cause of the high-power event can be attributed to external factors such as thrombus formation/ingestion. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d4: (B)(6) h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d15 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.